Event description:
It was reported that via merlin.net transmission, the atrial lead exhibited noise which caused auto mode switch episodes. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.